Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received and evaluated. The photo showed a bulk non-sterile box with number 199 hand-written with a black marker in the upper right corner. No product label was on this side of the box. This side of the box is where a label is placed during production. Potential root cause for the missing label defect is associated with failure to follow procedure during bulk packaging process. Procedure was updated to include label presence verification sign-off in feb 2021after the production of the complaint batch 0271972 (p/n 301027). No additional actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the missing label defect is associated with failure to follow procedure during bulk packaging process. Procedure was updated to include label presence verification sign-off in feb 2021after the production of the complaint batch 0271972 (p/n 301027). No additional actions are necessary at this time.

Event description:
It was reported that at least one syringe 5ml ll bns experienced missing label information. The following information was provided by the initial reporter: 1 case out of the 15 cases under po (B)(4) was received with missing labeling.